Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reported revision due to humeral loosening cannot be confirmed based on the information provided. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-01-42 - equinoxe reverse 42mm glenosphere. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-34 - eq rev compress.

Event description:
As reported, approximately one year and 7 months post the initial right total shoulder arthroplasty, the patient presented with loosening of the humeral stem and was revised. The humeral stem, adaptor plate and humeral liner were replaced. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.